Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is undeterminable. Device not returned for analysis.

Event description:
It was reported that in 2007, the patient underwent treatment of one lesion with the polarcath device. During the polarcath cryoplasty procedure the immediate technical results were non-satisfactory and there was a flow limiting dissection. Post dilatation of the lesion included a stent. The balloon/stent diameter was 6mm and the maximum post-dilatation pressure was 12 atmospheric pressures (atm). The target lesion was in the superficial femoral (de novo) reference vessel with a 5.5 mm vessel diameter, 30mm lesion length, pre-procedure 100% concentric stenosis. There was no vessel tortuosity and there was mild calcification. There was one patent run-off vessel by calibrated angiographic assessment. The polarcath balloon used during the procedure was a 5mm diameter, 4cm balloon length, 80cm shaft length and 3 inflations and 10% residual stenosis. The patient experienced pain during the cryoplasty inflation. The cryoplasty total procedure time was 20 minutes. The patient had a one-moth follow up visit at the clinic/hospital two months later . The vital status of the patient was reported as dead. However the site reported that the clinical stage was minor tissue loss (fontaine IV or rutherford grade iii category 5). The ankle brachial index (abi) was reported with a value of 0.45. The duplex and angiogram were not available. In addition, the "date of occlusion" was also reported as occurring on the follow up visit date. There was no information documented regarding any adverse events since the procedure or if any intervention was performed.